Manufacturer narrative:
Voluntary medwatch report received: mw5163396.

Event description:
Voluntary medwatch received states that the patient presented with right ventricular lead that exhibited oversensing which resulted in pacing inhibition. Programming changes were made. There were no patient consequences.